Manufacturer narrative:
(B) (4). (B) (4). Headache, hemorrhage, visual disturbances, and cva (stroke) are known potential adverse events associated with the use of the device and are listed in the device instructions for use (IFU). The adverse event may even occur during or after this type of procedure when the device functions normally. There was no known device problem reported and no product quality discrepancies reported during inspection prior to use. The info available and relevant mfg records are not sufficient to determine relation between pt adverse events and the abbott vascular device quality. The event is possibly related to the pt disease state and operational context of the device. Review of the device history record did not produce any findings relevant to this report.

Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: 3 days post procedure. It was reported that on (B) (6) 2010, an rx acculink stent was implanted in the left internal carotid artery. The pt was discharged one day post procedure. On (B) (6) 2010, the pt experienced a headache and on (B) (6) 2010, had difficulty seeing out of the right eye. The pt was hospitalized and diagnosed with a left occipital hemorrhage with right visual field deficit. The pt's plavix and aspirin were withheld. The pt's condition is improved, but continuing. No add'l info was provided.